Manufacturer narrative:
Tw (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2 (w/vasoshield), while going down the lower leg about halfway down they noticed something in the tunnel. They extended the jaws to retrieve it and then noticed that it was actually one side of the jaws had completely snapped off at the crux of the jaws. They were able to insert a long pair of criles/hemostat between the port and the skin leaving the harvesting cannula in for visualization and retrieved the piece. They had to open the kit to finish the case and completed the case with no other issues. There was a 5 minute delay. No blood transfusion was needed. There was no patient harm.

Manufacturer narrative:
(B)(4). Updated section - b4, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 03/19/2025. An investigation was conducted on 03/25/2025. A visual inspection was conducted. Signs of clinical use and evidence of char material was observed on the intact heater wire. There were no visual defects observed on the intact hot jaw. The entire cold jaw was observed to be detached from the harvesting device. The detached cold jaw was returned for evaluation. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "break; jaw" was confirmed. A manufacturing engineer evaluation was conducted on 21may2025. A visual inspection was conducted. It was observed that the jaws was deformed and fractured where the shaft pin joins the shaft tip with the cold jaw. Conclusion: the reported failure "break; jaw" is most likely due to the jaws being opened when inserted into the cannula and this resulted in the cold jaw catching within the cannula and being bent in a backward orientation. This is supported by the objective evidence of clear deformation and fracture of the jaw which would take a significant amount of force. The lot # 3000395049 history record review was completed. There was an ncmr, rework, or deviation documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.